Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tenaculum forceps instrument had a broken/loose cable. The procedure was completed with no reported injury.